Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn: (B)(6), +19.0d) on (B)(6) 2024. The patient completed 3 light adjustments and did not complete the required lock-in treatments. On (B)(6) 2025, approximately 15 months after implantation, the treating physician noted a central bump/shape alteration on the lal that was consistent with polymerization. The lal was explanted on (B)(6) 2025.